Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for investigation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during repositioning of an embolization coil in an aneurysm in the ophthalmic segment of the left internal carotid artery, the coil unexpectedly detached in the microcatheter. There was no attempt to remove the coil segment and no additional medication was administered. Part of the implant was in the aneurysm and part of the coil was pushed to the external carotid artery. The pusher wire was removed. There was no reported patient injury or additional intervention. The current condition of the patient is reported to be "fine."

Manufacturer narrative:
The pusher and dispenser hoop were returned for evaluation. Investigation into the returned device found the implant not attached to the pusher and not returned. Upon inspection of the pusher, there was no damage found on the strain relief. There was lead wire separation observed on the middle of the pusher. The investigation of the returned device found the implant had separated from the pusher. The implant was not returned for evaluation, but the inspection of the monofilament within the pusher determined the separation was consistent with the implant experiencing tensile forces that exceeded the strength of the monofilament, and not due to an activation via detachment controller. The microcatheter used in the procedure was not available for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The lead wires were also found to be separated; the physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.